Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg would turn on and off and provide different variations of therapy intensity throughout the day. As a result, surgical intervention was undertaken on 30 september 2021 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of the clinician programmer displaying the ¿stimulation turns off/on¿ was not confirmed. The cause of the reported observation was not ascertained; the device exhibited normal device characteristics. A microscopic inspection of both ipg lead ports did not find any discrepancies. A lead fitment test was performed using a .055-gauge pin and an octrode test lead, with normal behavior observed. An ipg diagnostic log review found the device was operating normally and the system impedances were within an expect range throughout the implant period. The therapy delivery logs showed therapy was turned on/off using an artemis programmer. No ipg program status error were logged that would have been associated with the devices inability to deliver the stimulation as programmed. A clinicians programmer, system impedance test was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.